Event description:
It was reported that the patient underwent a discectomy. It was reported that pin at the distal tip of the instrument, which acts as the joint for the upbiting jaws, seems loose. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Evaluation found that the shafts are cracked at the upper and lower pivot pins. The location, and amount of force required in order induce fracture of the shaft is consistent with application of excessive force, resulting in the foregoing event.